Event description:
The device displayed a "bridge test fail" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect bridge board was returned. Our evaluation of the module verified the reported malfunction and atttributed the failure to a faulty insulated gate bi-polar transistor.